Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Download receiver log and review results show err67 within the incident date, no frozen screen observed during functional tests and during the course of log review. Run receiver functional test. Pass all relevant testing. Open receiver case for internal visual inspection. Pass. The reported event of a frozen display scrreen was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.